Event description:
It was reported that this boxed subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery status of 98 percent in addition to a high impedance message when removed from storage mode by the local field representative. Technical services (ts) discussed the battery status would not recover to 100 percent and recommended not using the device for implant. This device was never used for implant and there was no patient involvement. The return of the device was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Laboratory analysis did not confirm any battery anomalies, and confirmed the high impedance message was due to the device being removed from storage mode with no electrode attached. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this boxed subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery status of 98 percent in addition to a high impedance message when removed from storage mode by the local field representative. Technical services (ts) discussed the battery status would not recover to 100 percent and recommended not using the device for implant. This device was never used for implant and there was no patient involvement. The return of the device was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.